Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/(B)(6). Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "comparison of standard vs modified ¿figure-of-eight¿ suture to achieve femoral venous hemostasis after cryoballoon based atrial fibrillation ablation." Pacing clin electrophysiol. 2019; 1-8. Doi/abs/10.1111/pace.13764. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the use of a sheath. The publication reported the following patient complications during the use of a sheath: four (4) patients developed minor hematomas due to re-bleeding. Re-bleeding that did not develop into hematomas occurred with five (5) other patients. Two (2) patients experienced local subcutaneous infections. The status/location of the cryoablation catheters are unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.